Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01224 - device 7 of 7. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set leakage from site events on (B)(6) 2024. The set was in use for three days. No further information available.